Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During an fluoroscopy examination, after right ventricular noise episodes were observed, externalized conductors were seen. A venography was then performed which indicated the subclavian vein was occluded and a new right ventricular (rv) lead was not possible to implant. Further evaluation will be performed for lead extraction. The patient was stable. No further information was available.

Event description:
Further information as received on (B)(6) 2018, the rv lead was capped and replaced. The patient was stable.